Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted UDI number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010405, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010405". The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: packaging: the lot 6010405 was manufactured according to the work instruction (wi) version 82 and packaged in the multivac 14 on 24-nov-2024, with a total of (B)(4) units. Review of the DHR showed that during the final inspection outgoing, test num 8: a sample was found with a loose contamination in the packaging. According to the sampling plan performed the lot was released. Sub-assembly: the tubing lot 4l01880 was manufactured according to the work instruction (wi) version 27, on 23-nov-2024, with a total of (B)(4) units. The tubing lot 4l01881 was manufactured according to thework instruction (wi) version 27, on 24-nov-2024, with a total of (B)(4) units. The tubing lot 4l01882 was manufactured according to the work instruction (wi) version 27, on 24-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing: the tubing lot 4l03186 was manufactured according to the work instruction version 42 and glued in machine 04 and 08 on 19-nov-2025, with a total of (B)(4) units. The tubing lot 4l03189 was manufactured according to the work instruction version 42 and glued in machine 04 and 08 on 23-nov-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to work instruction version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air leak according to work instruction version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report 2368334.pdf attached in this record. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The blood glucose level was 340mg/dl and the patient also noticed symptoms of diabetic ketoacidosis. The patient was treated with a syringe. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Patient country: brazil, (B)(6).